Event description:
The customer reported that during the case, the console alarmed internal error. The user then turned the unit off, then on again, and received error code 179. The console continues to alarm code 179 each time it is powered on. Another console was used to finish the case.